Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were examined by an orthodontist. The orthodontist found in their exam the upper and lower back teeth fit together normally on the right side in the front to back direction. The lower back teeth bite too far behind the upper back teeth on the left side. The front teeth overlap normally in the vertical dimension. The upper front teeth are too far in front of the lower front teeth(overjet). Upper teeth are crowded and lower teeth are misaligned. Some of the upper front teeth bite behind the lower front teeth (crossbite). Narrow upper and lower dental arches. The special considerations are missing teeth #1,5,12,16,17,21,24,28, and 31. Patient reports occasional right sided joint pain and click. Clenching habit reported at night. Mouth breathing reported. Previous orthodontic treatment braces in adolescence and treatment braces in adulthood completed by a different provider. Treatment recommendations, comprehensive orthodontic treatment - invisalign. Treatment time is estimated to be 14-18 months. Treatment duration will be dependent on patient compliance with rubber band wear. Treatment goals, align the teeth. Correct the crossbite and broaden smile. Provide a health and stable bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.